Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-130mg/dl fasting. Verified test strips expire 07/22/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 234mg/dl and 254mg/dl non-fasting reviewed meter memory: 1:65 mg/dl (B)(6) 2015 08:43:00 pm fasting:yes. 2:75 mg/dl (B)(6) 2015 08:16:00 pm fasting:yes. 3:84 mg/dl (B)(6) 2015 08:17:00 pm fasting:yes. 4:110mg/dl (B)(6) 2015 09:03:00 am fasting:yes. 5:88 mg/dl (B)(6) 2015 10:43:00 am fasting:yes. Memory concerns:as per customer all of the result under 100mg/dl are considered too low. As per customer the last laboratory blood work resulted at 126mg/dl with a 6.1 as a1c score. Customer told that concerned he opened another vial of test strips on (B)(6) 2015 with the same lot number; and those test strips as well were marking low. Adverse event not reported.